Event description:
Nursing hung 1400cc's of hyperal to infuse at 58cc/hr per avi infusion pump. Approx. Two hours later the pump was alarming and the nurse noticed the bag was almost empty. IV infusion rate on pump was noted to be 588. Pump was placed on standby and the rate reset to 58cc/hr and restarted. The nurse noted the pump converted back to a rate of 588cc/hr. The pump was unplugged and removed from service.